Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. The cartridge was changed and insulin therapy resumed . There was no adverse impact to customer¿s blood glucose level.